Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead dislodged. The patient was sent home with no injury, and the ra lead was explanted and replaced on a later date. No patient complications have been reported as a result of this event.